Event description:
It was reported the customer had inaccurate readings with their sensor. Customer stated there would be 100 point differences between their sensor glucose and blood glucose reading. The customer stated their sensor glucose would read 67 mg/dl and their blood glucose would be 167 mg/dl. The customer also stated the inaccurate readings would prompt the threshold suspend feature on their insulin pump. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.